Event description:
It was reported that patient presented to the emergency room as the patient's device was pacing at a fast rate. It was found that the device had experienced a power on reset. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. (B)(4).

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
Product event summary #the device was returned and analyzed. The power on reset (por) was an anomaly internal to the microcontroller integrated circuit d277.